Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the electrode belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the pulse wire inside the distribution node (dn) was bare, inducing thermal damage at the esd700 diode array and u713 processor on the dn pca board. The cause of the test failure is the damaged components. The cause of the damaged components is the bare wire. The root cause of the bare wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.